Event description:
It was reported that the insulin pump had a partial display. The blood glucose reading was 302 mg/dl, and the customer treated with a different insulin pump. The customer stated that she had fallen a while back prior to her experiencing the display anomaly. A new battery replacement did not resolve the issue during troubleshooting. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.